Manufacturer narrative:
G4: 01may2020. B4: 04may2020. A speaker assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed, and the product analysis technician reported that the root cause was isolated to electrical open in the speaker #2. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 05dec2019. Date of report: 05dec2019. The manufacturer's international service technician evaluated the device and confirmed the primary alarm failure. The speaker assembly was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The manufacturer's international service technician reported a primary alarm failure. There was no patient involvement.